Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator malfunctioned. Although requested, information pertaining to the exact malfunction, the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.